Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-dec-2017 with the following findings: during investigation, the display was found to be cracked. Unrelated to that issue, the battery compartment was found to be cracked. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.